Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training, the ilet pump¿s piston in the insulin chamber would not fully rewind, preventing cartridge insertion, and repeated rewind attempts and a tubing fill to move the piston did not resolve the issue; blood glucose was not affected, and a replacement ilet was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of the returned device revealed no device mechanical malfunction related to the piston rewind mechanism that rendered cartridge attachment unsuccessful, and the device replacement.